Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and high thresholds. The lead is a temporary lead in use whilst the patient is recovering from an infection. The lead will be monitored carefully and a new transvenous system will be implanted following patient recovery from infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming occurred.